Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for whitestar signature system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported two to three small cataract pieces remained in the operative eye after a cataract procedure, resulting in a secondary procedure to remove the cataract pieces. A brief description from the surgery center indicated while operating on a hard cataract, the surgeon observed 2 to 3 small cataract pieces even after doing irrigation/aspiration and polishing while inserting an intraocular lens. The surgery center believes the issue occurred due to not having an inward flow of intracameral contents towards the aspiration port. The surgery center reported that there were 3 patients that had cataract pieces remaining. Two patients had secondary surgery required to extract the pieces of cataract remaining from the initial procedure. The third patient did not require additional surgery as the pieces were very small and were phagocytosed in the anterior chamber by the body defence. The two patients that had surgical intervention had a reaction and raised pressure which resulted in loss of many lines from the initial cataract procedure, but after the removal of the pieces and reaction subsided, the two patients have attained reasonable recovery to 6/9 of visual acuity. This is 1 of 2 reports. A separate report will be filed for 2nd patient.